Event description:
It was reported that a flogard infusion pump could not be turned on. It is unknown when the reported condition was occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was evaluated at the customer site. A review of the service document found evidence of the alarm f-94 when the device was turned on, confirming the reported condition. The cause was due to a damaged main battery. To correct the condition, the main battery was replaced and the configuration was reset. No further action was required. Should additional relevant information become available, a supplemental report will be submitted.